Event description:
The device was returned for routine service with no problem specified. There was no reported pt harm. During the repair eval it was identified that the alarm was non functional. The alarm component was replaced to correct the problem.